Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "when customer opened first layer there was fluid in the protective layer meaning fluid was leaking from sterile pouch compromising sterility and integrity." The product was not in contact with a patient or used for a patient surgery.